Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Two separations were noted on the longer exhaust tubing and inlet tubing of the pump. These were both sites of leakage. The separations have a smooth, straight edge, indicating contact with sharp instrumentation. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the long exhaust and inlet tubing of the pump occurred after the device packaging was opened. The information received indicated that leakage was noted on the device. Based on the evaluation, information received, and brief period in-vivo, the separation most likely occurred inadvertently during the implant procedure. The sequence of events leading to the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the device was removed and replaced due to a tubing leak.

Event description:
According to the available information, the device was removed and replaced due to a tubing leak.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.